Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to insulation damage, noise and high pacing impedance. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. The outer polyurethane insulation was bent/twisted and the outer coil underneath was fractured. X-ray confirmed this fracture and showed the crimp sleeve and the lead tip/helix appeared normal. Laboratory analysis was able to confirm the electrical allegations (based on the fracture confirmation), the surgery code and the insulation damage.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to insulation damage, noise and high pacing impedance. This lead was returned and analyzed. No additional adverse patient effects were reported.